Event description:
The advocate stated her husband's blood glucose was tested on his 2 contour meters and his readings were 298 and 128mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips were sent to the customer.